Manufacturer narrative:
This medwatch is being submitted for inform system 1.(B)(4).

Event description:
User facility reported back-to-back blood glucose results on 2 inform meters: inform system 1 = 44 mg/dl and inform system 2 = 130 mg/dl within 5 minutes. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.